Event description:
A trilogy100 ventilator was returned to manufacturer for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the manufacturer service center, the device did not meet acceptance criteria of evaluation process for active porting block and will need to be replaced. In addition, the technician confirmed the following cosmetic issues: external battery dc connector damaged, front, rear and base enclosure are damaged, and cord retainer missing or broken and will need to be replaced. No repair was performed. No significant events were discovered in the error log. The device is not needed for inventory and was scrapped.